Event description:
It was reported that during service and repair pre-testing, it was observed that the keyless chuck device had signs of rust/corrosion on the chuck and the chuck did not turn without resistance. This event was not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. I all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to organic debris, medical matter, and corrosion which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. It was further determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.